Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a critical pump error. The customer's blood glucose level was 100 mg/dl. The customer reported that they received an open book image with a red x on the insulin pump screen. The customer reported that there was no other alarm prior to critical pump error. They also reported that the battery compartment was cracked. They stated that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump was received with case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.